Event description:
It was reported that a pump malfunction occurred with no notable events prior to it. The customer's blood glucose level did not exceed 500 mg/dl and was within normal range. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support again if the issue reappears.